Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas experienced recurrent low blood glucose episodes occurring several times per day and self-treated these with oral rapid-acting carbohydrates without need for assistance, seizure, or loss of consciousness. Symptoms included infrequent or minimal awareness of hypoglycemia. Outcomes included no reported clinical sequelae and no need for emergent care. Investigation included attempts to conduct a blood glucose questionnaire via multiple outreach calls. Investigation of this case revealed insufficient information to identify a device-related malfunction or user-related factor. It was concluded that the cause of the hypoglycemia was unclear and no device fault was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.